Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) exhibited unanticipated capture in multiple positions. The leadless ipg was removed and replaced. The replacement leadless ipg exhibited unanticipated capture and high thresholds. The replacement leadless ipg remains in use. No patient complications have been reported as a result of this event.